Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had received a pump error, the keypad was not responding, the cartridge had become loose and not secure when screwing the reservoir. The customer's blood glucose level was unknown. The customer stated that the up and down buttons were required to be pushed harder. The insulin pump will not be returned for analysis.